Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had so many device since 2004. The caller stated that they have been cut everywhere. The caller stated that even the doctor said no more. The caller stated that they had just been implanted in (B)(6) and they were cut 4 times there. The caller stated that they will never put a bathing suit on, never in their life. The caller stated that they have been implant in every part of their body; stomach, back, and rear end. The caller stated that they look ridiculous. The caller stated that the device is not working right, and stated that it is "not doing nothing." The caller clarified and stated that the device is working, but not doing what it is supposed to. The caller stated that they are hurting all over especially their left leg and lower back. The caller wanted to meet with a manufacturer's representative (rep) at the hcp clinic to readjust the device. The caller stated that if that doesn't work they want it taken out, because they have had 6 or 7 and they are sick and tired of going back to the hospital to get a new device. No further complications were reported or anticipated.